Event description:
It has been reported to co that during the procedure the device failed to pace. The device was removed and replaced with another; however, the device also failed. The device was removed and replaced with another to complete the procedure. There is no report of patient injury. The device is being returned to co for their evaluation.